Event description:
It was reported that this inflatable penile prosthesis (ipp) was inflating but not deflating. A surgical procedure was performed and a hole was identified in the right cylinder. The pump and cylinders were removed and replaced with a new components. There were no patient complications reported.